Manufacturer narrative:
H11: manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles. H3 - device evaluation is not required. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced excessive vault, significant shallowing of the ac, and significant reduction of irido-corneal angles. The lens was exchanged for a shorter length lens and the problem was resolved. The cause of the event was unknown.